Manufacturer narrative:
Initial observation shows that the threaded tip of the inserter has sheared off. The inserter tip is threaded into the implant and should not pose a risk for migration. An exact cause of the reported issue could not be determined.

Event description:
It was reported that the threaded tip of a rise-l inserter was left in the patient after it broke during surgery.